Event description:
It was reported that the pt has a swelling situated between the ear and the implant site. Testing showed 8 electrode channels with high impedances. An x-ray will be carried out to determine the possibility of a cranial fracture.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.